Event description:
The customer reported that the t: slim x2 pump battery was not charging, indicated by a power source alert. There was no adverse impact on the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.